Event description:
It was reported that high impedances were noted on the lead causing the patient to lose stimulation. The patient underwent a revision procedure wherein the lead was replaced. The patient is doing well post operatively. The lead will not be returned for analysis as it was retained by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.